Manufacturer narrative:
Per report, "customer spoke to product support for troubleshooting. Customer's monitor shows low battery every time he tries to take a measurement. He had new batteries and we tried multiple sets from the same pack while on the phone. Monitor would power on and show the time and date, so batteries were inserted correctly. However every time he tried to take a measurement it showed that it was low battery, even with the two sets of new batteries. Customer states he's had the monitor for a little less than a year so it is still under warranty. The monitor is malfunctioning. Customer is requesting a replacement." Due diligence has been completed. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "customer spoke to product support for troubleshooting. Customer's monitor shows low battery every time he tries to take a measurement. He had new batteries and we tried multiple sets from the same pack while on the phone. Monitor would power on and show the time and date, so batteries were inserted correctly. However every time he tried to take a measurement it showed that it was low battery, even with the two sets of new batteries. Customer states he's had the monitor for a little less than a year so it is still under warranty. The monitor is malfunctioning. Customer is requesting a replacement."